Manufacturer narrative:
Additional information: d9, h3, h4, h6, h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and a leak was identified on the port 2 spike administration port weld seam of the returned sample. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted into the spike port tubing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 5000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from "the middle port ". This was observed after the bag was filled with a drug. There was no patient involvement. No additional information is available.